Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 230 mg/dl. It was also reported that a cartridge alarm occurred. A cartridge change was performed resolving the issue.